Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. The reporter alleged that the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the power complaint could not be duplicated. A review of the pump¿s black box data revealed no evidence of short battery life. There was no visible damage to the battery compartment. The ¿coin slot¿ at the top of the battery cap was worn. The pump powered on with the returned battery cap. The electrical current draws measured within specifications. The pump was opened and no damage was observed inside the pump.